Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The visual evaluation found damage and scratches that are typical of explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Lab analysis had the following results: visual inspection of the tibial baseplate showed burnishing on fixation surface and a lack of bone cement attachment. Scratching was observed on the baseplate due to contact with the femoral component. Bone cement attachment was observed on the fixation surfaces of the femoral component. Scratching was observed on the condylar regions of the femoral component due to contact with the baseplate. Abnormal damage to the anterior lock features and burnishing/deformation on the distal region of the lock features. Damage/deformation was observed on the articulating surface of the tibial insert; these features could have been created by third-body particulate (bone chips, bone cement, etc.). The baseplate showed burnishing and a lack of bone cement attachment on the fixation surface indicated that the tibial base may not have been well fixed in the tibia. The abnormal damage on the anterior locking feature as well as the damage observed on the distal region of the anterior and posterior lock features of the insert indicated that the insert may not have been fully locked. The damage observed on the superior surface of the baseplate and the condylar regions of the femoral component were due to contact with each other after the insert was disengaged from baseplate. Exact cause for the tibial base loosening is undetermined. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to unspecified implant failure.